Manufacturer narrative:
Product event summary: a pump and a controller with unknown serial numbers were not returned for evaluation. The reported low flow, high power, vad stop, and controller failed events were not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that anticoagulation therapy was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the available information and historical review of similar events, the most likely root cause of the reported high power event may be attributed to thrombus formation/ingestion, which may have further resulted in a vad stop. Based on risk documentation, the controller failure may be attributed to a component malfunction within the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q3 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump and a controller with unknown serial numbers were not returned for evaluation. The reported low flow, high power and controller failed events were not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that anticoagulation therapy was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar events, the most likely root cause of the reported low flow/high power events may be attributed to thrombus formation/ingestion. Based on risk documentation, the controller failure may be attributed to a component malfunction within the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system controller, model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: (B)(4). Device available for evaluation: no, mfg date: unk, labeled for single use: no. (B)(4). This event was reported in the q3 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with "lfa", hemolysis, and signs of heart failure. The patient then developed ventricular assist device (vad) power consumption greater than 25 watts and the vad turned off on its own due to vad thrombus as a result of patient non-compliance with anticoagulation medication resulting in subtherapeutic anticoagulation. The patient was given anticoagulation and antiplatelet therapy. It was also reported that the controller failed. The patient was withdrawn from vad support and expired. This event was reported in the q3 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.